Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. A specific blood glucose value was not reported, but there was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions to reset the pump, and the caller was guided through the process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.